Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient attended a follow-up visit where swelling was noted. The recipient was prescribed bactrim. On (B)(6) 2019, the recipient attended another follow-up visit and the swelling was noted to be gone. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient presented with a hole behind the implanted ear, swelling, drainage, and granulation. On (B)(6) 2019, the recipient was prescribed bactrim for 21 days and recommended to cease device use. The recipient returned for a follow-up visit on (B)(6) 2019 and no drainage was noted. The recipient was advised to use polysporin ointment. The recipient was seen once again on (B)(6) 2019 where it was reported that the pain and swelling had improved. On (B)(6) 2019, the recipient had the hole repaired and the granular tissue excised. The recipient is reportedly healing well.

Manufacturer narrative:
The recipient site has reportedly healed.